Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and updates to h3 and h4. Additionally, the following corrections were made due to errors in the initial report: b5 (describe event or problem) further event details were added that were inadvertently omitted in the initial report. D9 (device availability) was corrected to yes as no was selected in error in the initial report. G3 (date received by manufacturer) the aware date of the initial report should be (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image issue was due to a faulty scope socket where corroded pins were observed during the device inspection. As to the cause of the faulty connector/corroded pins, the device might have been damaged and affected due to fatigue caused by repeated operations or strong impact from the outside. However, the specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
According to the customer, the issue occurred during inspection for use prior to an unspecified procedure that was completed using a similar device.

Event description:
It was reported that there was no image while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.